Event description:
Philips received a complaint by the customer on the v60 indicating that the navigation ring did not respond. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse replaced front bezel equipped with the navigation ring and the phenomenon was resolved. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
The removed front bezel was returned to the product investigation lab (pi). The pil technician installed the front bezel into a pi ventilator to duplicate the reported issue. With the accusation of: navigation ring did not respond. The product investigation lab has verified that the navigation ring located on the top right portion of the front bezel operates as expected. The navigation ring does pass testing on the preload tester. In addition to the previous, with the nav ring connected to the stb during unit operation, the navigation ring provides a consistent increase and decrease of numerical setting choices in a linear fashion when used. Tech also verified that the switch panel power assembly power on button and all led¿s associated with the switch panel power assembly of the front bezel operate as expected.